Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that there were uneven grafts during testing. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined that the thickness control lever was not working due to the ball plunger being out of place and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.